Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the peritonitis was undetermined.

Event description:
This report was received from baxter's (B)(6). This is a spontaneous report by a baxter employed nurse from (B)(6) of fungal peritonitis coincident with dianeal pd2 ultrabag. On an unreported date, the patient began treatment with dianeal pd2 ultrabag (dosage and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced fungal peritonitis and was hospitalized. On (B)(6) 2011, the patient began treatment with ip vancomycin, 1 gram once per day and ip fortum, 1 gram once per day for the peritonitis. The cause and outcome of the peritonitis were unknown. Dianeal therapy continued. The nurse considered the event of fungal peritonitis to be unrelated to dianeal therapy.